Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was successfully cleared and insulin deliveries were resumed. Additionally, it was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.